Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via vp-shunt (doi and initial setting were unknown). After the implantation, over drainage was noticed, and the surgeon increase the pressure setting to 200 mm h2o. However, the over drainage was not improved. The valve was revised (doi and the initial setting is unknown). The current patient¿s condition is fine. The surgeon requested us to check whether or not the actual applied pressure is really 200 mm h2o. No further information was provided by the hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; some biological debris was noted. The position of the cam when valve was received was 200 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheter was irrigated no occlusions noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at a 200 mmh20, the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3114, with lot ctjbtn, conformed to the specifications when released to stock on the 31st august 2015. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.